Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. When the device was powered on, the display remains blank while the device beeps continuously. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the user interface (ui) pcb assembly. Physio then replaced the ui pcb assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.